Event description:
It was reported the cartridge was leaking. Reportedly, over 300 units may have been loaded into cartridge. Customer was able to load a new cartridge and successfully resume insulin. Customer experienced elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.